Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Event description:
The balloon of the cypher select plus stent delivery system (sds) ruptured during deployment of the stent. The patient's age was unknown, but was a male. The target lesion was the distal right coronary artery (rca) (B)(4). The lesion was an in-stent (isr) of a bare-meatl stent (bms) (vision), slightly calcified and highly tortuous. The vessel at the mid rca (B)(4) was highly flexed. Pre-procedure stenosis was 90%. A gc (brite tip: 6f al1) was engaged and a gw (runthrough) crossed the lesion. Initially, pre-dilation was conducted with a bc (sprinter legend), but it ruptured. Therefore, a different bc (hiryu) was used, but it also ruptured. Finally, pre-dilation was a conducted with another bc (hiryu). Then, cypher select+ (3.5/33mm: complaint product) was delivered to the target lesion and inflated up to 6 atmospheres, but the pressure of the inflation device decreased and so the physician confirmed the balloon of the cypher select plus ruptured. Therefore, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further inflate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the possible cause of the balloon rupture was the highly flexed lesion at the mid rca and a stent strut of the bms previously implanted at the distal rca.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.